Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels of 900 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. Also found the customer changes the infusion sets every seven days. Advised the customer to change the infusion sets every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.